Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4atm when the device was inflated in the lesion area. The procedure was completed with a different device. No patient complications were reported.